Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that side branch stenosis occurred. In (B)(6) 2013, the subjects' qualifying condition was stable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was located in the proximal left anterior descending (lad) artery with 80% stenosis, a length of 24 mm, and reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and direct placement of a 3.00 x 28 mm study stent. Following post dilatation, residual stenosis was 0%. Baseline core lab angiography result revealed 30% side branch stenosis at 1st diagonal branch segment (1st diagonal). Post procedure angiography revealed 80% 'branch percent stenosis' in 1st diagonal branch segment (1st diagonal). One day post index procedure the subject was discharged on dual antiplatelet therapy.